Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('physician was unable to locate left essure coil in her tube, abdomen or pelvis') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("painful menses"), menstruation irregular ("irregular menses / abnormal menstrual cycle"), menorrhagia ("heavy menstrual cycle") and genital haemorrhage ("abnormal bleeding") and was found to have a pregnancy with contraceptive device ("she was pregnant") with abdominal pain and feeling abnormal. Essure treatment was not changed. At the time of the report, the device dislocation, menstruation irregular and menorrhagia had not resolved and the pregnancy with contraceptive device, abortion spontaneous and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: right essure coil was properly positioned and the right fallopian tube had occluded. Physician was unable to locate the left essure coil in fallopian tube, abdomen, or pélvis ; it was unable to determine if the left fallopian tube had occluded.. Ultrasound scan - on (B)(6) 2008: results: with a tip of the right essure device in the corn. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('physician was unable to locate left essure coil in her tube, abdomen or pelvis') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("painful menses"), menstruation irregular ("irregular menses / abnormal menstrual cycle"), heavy menstrual bleeding ("heavy menstrual cycle") and genital haemorrhage ("abnormal bleeding") and was found to have a pregnancy with contraceptive device ("she was pregnant") with abdominal pain and feeling abnormal. Essure treatment was not changed. At the time of the report, the device dislocation, menstruation irregular and heavy menstrual bleeding had not resolved and the pregnancy with contraceptive device, abortion spontaneous and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, menstruation irregular and pregnancy with contraceptive device to be related to essure. The reporter commented: 1 ½ _ position of laceration present and deposited diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: right essure coil was properly positioned and the right fallopian tube had occluded. Physician was unable to locate the left essure coil in fallopian tube, abdomen, or pélvis ; it was unable to determine if the left fallopian tube had occluded.. Ultrasound scan - on (B)(6) 2008: results: with a tip of the right essure device in the corn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Reporter information and reporter causality added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('physician was unable to locate left essure coil in her tube, abdomen or pelvis') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("painful menses"), menstruation irregular ("irregular menses / abnormal menstrual cycle"), menorrhagia ("heavy menstrual cycle") and genital haemorrhage ("abnormal bleeding") and was found to have a pregnancy with contraceptive device ("she was pregnant") with abdominal pain and feeling abnormal. Essure treatment was not changed. At the time of the report, the device dislocation, menstruation irregular and menorrhagia had not resolved and the pregnancy with contraceptive device, abortion spontaneous and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: right essure coil was properly positioned and the right fallopian tube had occluded. Physician was unable to locate the left essure coil in fallopian tube, abdomen, or pélvis ; it was unable to determine if the left fallopian tube had occluded.. Ultrasound scan - on (B)(6) 2008: results: with a tip of the right essure device in the corn. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event added: abnormal bleeding, action taken with drug updated. Event of abortion spontaneous updated to medically significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.